Event description:
The pt had the device placed for epigastric hernia repair on (B)(6) 2009. Post-operatively, the pt experienced frequent vomiting along with coughing spells. The pt developed a hernia recurrence and was returned to the operating room on (B)(6) 2009 for repair. It was found that 2 sutures had pulled through the device. The device was left intact and repaired with another like device. Although there is a serious injury, lifecell concluded that the pt's episode of vomiting and coughing spells, along with obesity has contributed to the event, and the device performed as expected. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the device history records. Query of lifecell's complaint mgmt system for any other issues or complaints reported against devices distributed from lot s10585. Results of eval: review of the device history records resulted in no remarkable findings. (B)(4). As of (B)(6) 2011, there were no other complaints of this nature reported to lifecell against this lot. Conclusion: based on internal investigation the device did meet qc release criteria. Although there is a serious injury, lifecell concluded that the pt's episode of vomiting and coughing spells, along with obesity directly contributed to the event.